Event description:
The customer reported an incident with incorrect fluid removal. Reported per the complainant "the machine was set to remove 190ml/hr, but the history screen displayed 1100ml/hr. The pt's treatment was discontinued due to this event. The pt did not incur any injuries nor did the pt require any further medical interventions."